Manufacturer narrative:
Physio-control evaluated the device and during testing, was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power twice during a patient event.  The customer has not provided any additional event details to physio-control.  It is unknown if the patient suffered any adverse outcome during the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue.  During evaluation, it was observed that there was a loose kepnut for a battery connector pin in battery well 1.  Physio-control replaced the rear case enclosure assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The rear case enclosure was further evaluated in the failure analysis center and it was determined that the battery pin grommet did not have an appropriate fit within the case, resulting in the battery connector pin being loose.  The loose fit of the battery connector pin was the likely cause of the reported loss of power issue.